Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was evaluated at the customer site. The customer reported complaint for the thermogard displaying an error message mid: 06 (post flash) was not confirmed during archive review and initial functional testing; however, the error message tcmid: 06 (ce post failure) was observed during testing unrelated to the reported complaint. The defective cooling engine needs to be replaced to remedy the error message tcmid: 06. The customer has denied the repair; therefore, the console is taken out of service. A review of the event log was performed and error message tcmid: 06 was observed, unrelated to the reported complaint. The console failed the initial functional testing due to error message mid: 09 (air trap assembly) displayed during power up, unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During set up, the thermogard tgxp system (sn: (B)(4)) was displaying an error message mid: 06 (post flash). Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.